Event description:
The customer reported not recovering differential results (diff incomplete) on a coulter lh 780 hematology analyzer; the instrument was serviced and the field service engineer (fse) discovered an uncontained leak of unknown amount from the diff lytic reagent line, which became disconnected. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection; the fse was wearing appropriate personal protective equipment while servicing the instrument. There was no exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
Upon inspection of the instrument to address the differential issues, service found diff lytic reagent leaking from reagent line leading to the differential shear valve vl85. Service initially reattached the tubing and attempted to prime the diff lytic reagent but the tubing kept disconnecting due to a clog in the shear valve. Service replaced the diff shear valve and the diff sample tubing, resolving the leak. (B)(4).